Event description:
It was reported that an unspecified quantity of clearlink continu-flo solution sets were ¿falling out¿ of 150ml non-baxter bags, leaking to a leak. This occurred during patient infusion of fentanyl. The reporter stated that there was direct contact with the leaked product; however, the drug was washed off immediately and there was no harm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Therapy date: the reporter indicated that the events occurred 10 jun 2022 - 12 jun 2022. Device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.